Manufacturer narrative:
Correction to h6 due to additional information during device evaluation. The device was returned to edwards lifesciences for evaluation. Upon visual inspection of the returned device, the following was observed: inflation balloon burst in longitudinal tear along the working length; no missing pieces. The inflation balloon single wall thickness was measured along the edges of the burst location and all measurements taken met the specification. A review of the 3mensio imagery report provided by the site revealed: calcification present on the leaflets and sinotubular junction (stj). A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no other similar complaints. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These in sections include: dimensional inspection, visual inspection, balloon size commingling & visual inspection, visual balloon inspection, and distal to proximal visual inspection. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the complaint. The following instructions were reviewed: IFU for commander delivery system with s3u, device preparation manual, device training manual, valve-in-valve patient screening and procedural training manual supplement (aortic position) was reviewed and revealed no additional instructions relevant to balloon bursts. Based on this review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from march 2020 to february 2021 for the commander delivery system (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors: calcification and procedural factors: over inflation of balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the delivery system balloon burst during deployment'. It was noted that patient had calcification present in the leaflets around the prosthetic valve and at stj section. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it was noted an additional 1cc was added to the nominal volume as per the case notes. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combinedly contributed to the event. Additionally, it was reported that a a pre-existing surgical valve was present in the patient native annulus. It is possible that the interaction between the balloon with an existing valve and/or stent may compromise the balloon wall during inflation. These factors combinedly could have contributed to the event. Available information suggests that patient factors (calcification/ pre- existing valve) and procedural factors (over inflation of balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per preliminary engineering observations of the returned device, a longitudinal burst was observed halfway of the balloon working length from the proximal balloon shoulder. There were no other abnormalities observed, and it did not appear to be missing material.

Event description:
As reported by the field clinical specialist (fcs), during a tavr valve-in-valve procedure with a sapien 3 ultra valve, in a non-edwards surgical valve, the 26mm commander delivery system balloon burst during deployment. The patient had a calcified stj with possible calcified sutures from the surgical artic valve replacement (savr) which punctured the proximal balloon shoulder of the commander delivery system during deployment. The valve was post-dilated. Echo and angiography showed that the sapien 3 ultra valve was fully deployed with a mean gradient of 7mm. There was no patient harm and the patient was discharged from the catheter lab to recovery in stable condition.